Event description:
It was reported that no audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge was performed and passed. Functional test was performed and failed audio test and serial number verification. An alarm/alert manual test was performed and failed. The speaker/vibrator resistance was measured and passed. Internal visual inspection was performed and failed due to assembly error. The receiver log was downloaded and reviewed finding assembly error related to the complaint. The allegation was confirmed. The probable cause was determined to be assembly error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.